Event description:
A malfunction was reported with the customer's pump, identified by the code malf 8, and it was not resettable, leading to the need for a replacement. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who agreed to use multiple daily injections (mdi) as a backup therapy in the interim.